Event description:
Pt in surgery for cervical trauma surgery. C1, c2 fusion. Evoked potential monitoring electrodes place on head and scalp. Electrode at cz (center top of scalp) irritated after surgery and did not heal properly. Appears that permanent damage to hair follucules may have occurred and that hair in this spot may not grow back. Estimated area about 10-15 mm in diameter.